Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6) pounds.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose went high from 20-600 mg/dl and at the time of incident it was 270 mg/dl, current blood glucose is 600 mg/dl. The customer treated high blood glucose with insulin pen. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer alleged that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.